Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. This issue has been escalated to CAPA.

Event description:
The facility representative reported to baxter (B)(4) that a vented paclitaxel set had leakage on the drip chamber. This occurred during priming. There is no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.